Event description:
It was reported that during a carotid artery stenting treatment procedure, a balloon deflation issue occurred. The 85% stenosed target lesion was located in the non-calcified and moderately tortuous common carotid artery. A 3.0mmx20mmx135cm (4f) sterling balloon dilatation catheter was used for predilation. The balloon was initially inflated at 8 atmospheres with no issue. When the physician attempted to deflate the balloon, the balloon remained on its inflation "approximately 1mm" and was not completely deflated. The physician removed the device and tried to inflate and deflate the balloon outside the patient however, same issue occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).